Manufacturer narrative:
A review of the device history records confirmed that the passive tibial stem was manufactured to specification. Following receipt of an order for this custom device, the device was designed by stanmore implants, and a design proposal was provided to the surgeon for approval. The design approved by the surgeon included a passive tibial stem which was 150mm in length. The stem provided was per the approved design, and to specification. Additional information regarding the procedure and post-operative x-rays are being requested. The investigation is ongoing. A supplemental report will be provided.

Event description:
During the procedure, the surgeon reported that the tibial stem was too long. When trying to seat the stem, the surgeon experienced difficulties with displacement of the polymer component. The surgeon trimmed the plateau slightly, however this did not solve the reported issue. The surgeon then filled the gap between the stem and polymer component with cement, per the surgical guide, and successfully completed the procedure.

Manufacturer narrative:
Follow-up has indicated that the patient is doing very well and is active and healthy. A review of the design and component measurements was completed by the design team which identified that the device was designed by stanmore implants, and a design proposal was provided to the surgeon for approval. The design approved by the surgeon included a passive tibial stem which was 150mm in length. The stem provided was per the approved design, and to specification. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
During the procedure, the surgeon reported that the tibial stem was too long. When trying to seat the stem, the surgeon experienced difficulties with displacement of the polymer component. The surgeon trimmed the plateau slightly, however this did not resolve the reported issue. The surgeon then filled the gap between the stem and the polymer component with cement, per the surgical guide, and successfully completed the procedure. This is a supplemental report to 3004105610-2015-00091 (B)(4).